Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was discolored. Blood glucose level ranged between 300-350 mg/dl. Reportedly, the customer performed a supply change to address the issue.